Event description:
The complaint was received related to an incident involving a 3ltr oxygen barrier 6 way that contained "white particles in the bag". A sample is available for evaluation and it has been requested from the customer. There was no patient involved.

Manufacturer narrative:
(B)(4). Evaluation summary: two reported samples were available for evaluation. The reported condition of a 3ltr oxygen barrier 6 way that contained "white particles in the bag" was confirmed during visual test of the samples. Visual inspection revealed that one sample had two tiny white particles on bag and one sample had one tiny white particle on bag. The white particles are most probably generated during the cutting process of the small overpouch inside the set. The process was reviewed and as an immediate action, the small pouches are being wiped before packing into the outer overpouch. Furthermore a 100% visual inspection is being performed during the packaging process to check for particles. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.